Event description:
It was reported that cadd- pump kit, cadd-solis vip over-delivery of medication. During testing. No patient involved.

Event description:
It was reported that cadd- pump kit, cadd-solis vip over-delivery of medication. During testing. No patient involved.